Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used during a procedure to treat a lesion in the ostium of the lad/cx. Tortuosity was mild. Calcification was mild. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was not pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery. The dislodged stent was removed by snare. Abnormalities were reported in relation to anatomy; the stent was believed to have caught on an ostial lad stent. The device was replaced by another medtronic product. Patient status post procedure is alive ¿ no injury.

Manufacturer narrative:
Additional information: lesion exhibited 90% stenosis. Product analysis: the stent was returned for analysis. The delivery system did not return for analysis. Stent was returned attached to snare. Deformation was evident to the entire stent wraps, with struts raised, bunched and overlapping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.